Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold for the past several months and noted no capture pre generator replacement. Physician attempted to explant the lead with manual pressure, but the lead would not move. This lv lead was surgically abandoned. No additional adverse patient effects were reported.